Manufacturer narrative:
(B)(4). Batch # p93722. The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a pancreatectomy procedure, the blade tip was broken. Another device was changed to complete the surgery. There was no patient consequence reported.